Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose was reported "high" however no exact value was given. The customer was admitted into the emergency room (ER) and subsequently hospitalized. The customer declined to provide information regarding the hospitalization. However, the high blood glucose was addressed with a manual injection. Reportedly the treatment resolved the issue with no permanent damage to the customer. Reportedly the customer had manual injections for alternate insulin therapy.